Manufacturer narrative:
The insulin pump passed the functional, displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's wife reported via phone call low blood glucose levels which resulted in hospitalization. Customer's blood glucose level was 34 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer's basal rates were incorrectly set and as a result they were receiving large amounts of insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Customer's wife called back to requesting a letter of analysis for the insulin pump that was returned also provided additional information on the events that led up to the hospitalization. Customer's blood glucose level had dropped down to 2 mg/dl, paramedics were called to the home and the customer was taken to the hospital where the customer stayed overnight. Customer's wife stated that they believe the insulin pump had malfunctioned or has been hacked; the basal rates were changed every minute and over delivered 670 unites of insulin in a 24 hours period and the customer should have received 15 units of insulin. The doctor found the basal rates have been programmed too high, asked the customer who had access to the insulin pump to change the settings and suggested that the insulin pump may have been hacked. Inquired if the customer had uploaded the insulin pump for settings and the wife stated was not able to upload.